Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of atrial signals, and the patient received an inappropriate shock. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that this rv lead dislodged, which caused the previously reported oversensing and inappropriate shock. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted several cuts in the insulation; bunching of the rs (-) insulation and the poly insulation sleeve; the helix was retracted; and blood/bodily fluid was noted in the lumens due to the cuts. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance tests were within normal limits. Pressure testing did not pass due to the cuts. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.